Manufacturer narrative:
Results, conclusions: reported that the stent was the incorrect size necessary to treat the lesion, stent deformation. (B)(4).

Event description:
It was intended to use an endeavor resolute rx drug eluting stent to treat a stenosed lesion in the lad. The device was prepped prior to use with no issues noted. The lesion was pre-dilated, however, the physician encountered difficulty in positioning the stent. It was reported that the stent was the incorrect size necessary to treat the lesion. The stent was then removed and another device was used to complete the procedure. No patient complications were reported. The device was returned to the manufacturing facility and through analysis of the returned device the stent was observed to be damaged. Evaluation summary: the distal tip was frayed. The stent was positioned on the balloon between the inner shaft markers as per specification requirements. The 7th proximal segment was misaligned, the 5th, 6th, 7th and 8th distal segments were deformed. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product resolute integrity.